Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline infection was reported in MFR report #2916596-2021-02989. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was hospitalized because of the recurrent driveline infection. The patient had a fever and elevation of inflammatory markers. Klebsiella pneumoniae extended-spectrum beta-lactamase (esbl) was also identified in the patient's urine and blood, and noted to be urosepsis. The patient was started on antibiotic therapy. Once cultures from the wound were negative, the driveline exit site was revised and re-sutured.